Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with a monopolar curved scissors (mcs) instrument, where a broken cable was found. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following information: customer stated the issue was identified during procedure. No harm nor fragment fell on patient was identified. The incident caused a 3 minute delay in the procedure.